Manufacturer narrative:
This supplemental is based solely on the receipt of a 3500a report. (B)(4). Date of this report: 2016-03-16. (B)(4). Location where event occurred: hospital. Report sent to manufacturer: unknown. Manufacturer name and address: MFR. Name: medtronic inc.

Event description:
It was further reported that when the generator turned off, the patient developed asystole, "lost" heart rate and blood pressure though they quickly returned to normal once a backup generator was connected to the patient.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comments of the device shutting off following a battery change and output being out of specification. The device passed incoming functional and bench testing, functioning as expected with no anomalies observed. However it was additionally noted that though the log data was clear from errors the log did show numerous battery drawer open and close events, with some resulting in device shut down due to super cap depletion. Analysis did find that two main printed circuit board screws were missing and look to have never been installed, that the battery wires were pinched, however the insulation was not compromised and that the device needed the updated battery shorting bar design. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator (epg) turned off while connected to a pacemaker dependent pediatric patient. It was noted that the batteries had been replaced and within ninety seconds of the change, the epg turned off. The epg was immediately turned back on and replaced as a precaution. It was also reported that during testing, the epg stayed on for approximately four days without turning off. It was also found that the health professional was unable to reduce the voltage for the atrial and ventricular output without losing complete output from the epg. The epg was returned for repair. No further patient complications have been reported as a result of this event.